Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline stent braid collapsed. Per corelab image read of the CT/cta imaging on (B)(6) 2020, pipeline braid collapse was identified. No symptoms or actions taken were reported in association with this finding. Baseline aneurysm characteristics: rupture status: never ruptured, previously treated: no, aneurysm details: saccular, right, middle cerebral artery, bifurcation branch dome height 3.5 mm, width 2.7 mm, max diameter 2.7 mm, neck size diameter 2.7 mm. No patient symptoms were reported. Additional information was received that the pipeline shield device was successfully implanted during the index procedure on (B)(6) 2020 and was discharged on (B)(6) 2020. There were no symptoms reported and no actions/interventions taken to resolve the pipeline collapse. The cause of the event was not determined. Per site response, "answer on (B)(6) 2024 discussed with pi ldv response narrowing distal aspect of stent diameter is present at the time of stent deployment and is due to vessel branch diameter discrepancy (narrow m2 branch). This is present constantly from the time of treatment so it was not due to subsequent braid collapse."